Event description:
Boston scientific received information that this product was part of a planned system revision due to infection. Additional information received that there was no extraction done nor a plan to extract the product. No additional adverse effects reported. All available information indicates that the product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.